Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed upon a review of the x-ray images provided. In the third photo sent in, the bent, damaged ends of both the wire and the fibulock can be visualized. However, without receipt of the devices for investigation, no further evaluation can be performed. Based off the information provided the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
It was reported that the long flexible wire from the ar-8973ds fibulock implant system was introduced and advance up the fibula during a fibula open reduction internal fixation procedure. When the 3.2mm reamer was introduced and advanced up the fibula, the device came to a hard stop. When attempting to advance the 3.2mm reamer up the fibula further, the flexible wire that was being reamed over broke in half. The broken flexible wire was left in the fibula and the ar-8973l-30-130 fibulock nail was inserted per technique guide. The proximal tip of the fibulock nail came into contact with the broken end of the wire and as the fibulock nail passed by the broken wire, the proximal tip of the fibulock bent. The fibulock nail and flexible wire were both left in the fibula as the fracture was reduced and the doctor did not have a problem leaving it in the patient.